Manufacturer narrative:
The customer¿s report of a patient receiving a lesser amount of vancomycin than intended during infusion was not confirmed. Analysis of the pcu event found pump module s/n (B)(4) was programmed with a secondary infusion of vancomycin 150 ml, as reported on the date and time of the event confirming this pump as the source device not alleged returned pump s/n (B)(4). The module started secondary infusion at 11:55:49 am on (B)(6) 2016 and completing the infusion at 1:25:51 pm. An additional secondary infusion was restored with same parameters, adding a vtbi of 40ml. The additional secondary infusion completes at 2:02:26 pm. The root cause of the customer¿s report of a patient receiving less medication than intended during infusion was not identified. No device was returned for investigation. Devices not received, log review only.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an infusion of vancomycin 150 ml was programmed to infuse over 90 minutes and instead had approximately half of the volume remaining in the bag at the end of that interval. It was noted the pump displayed 30ml was left to infuse and no alarms were present. The infusion was eventually completed and once completed the tubing was changed along with the pump. There was no patient harm.